Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit. The procedure was done by the resident doctor assisted by the consultant. During the passage of the first leg, the cystoscopic control showed the detrusor muscle in the way which required repositioning of the leg. During the passage of the second leg, the sheath kinked thus preventing the needle to reach the top. Instead, it pierced the sheath in the middle and into the abdomen. The patient was being monitored regularly by the urology service but didn't show signs of having an intestinal wound. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.